Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1348264. Medical device expiration date: unknown. Device manufacture date: 2002-06-29. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for incorrect/missing label information on lot#: 1348264. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record could not be completed as the DHR file is no longer available as the reported lot was manufacturing in 2002 and dhrs are only required to be kept for 7 years. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 pen ndl 31ga 8mm experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no. 320112 batch no. 1348264, unknown. Diabetes educator called to inquire about expiration dates on demo sample packs that she obtained at a conference a while back. Stated there was no expiration dates on any of the sample packs. Stated the packs were not opened. Stated there was no copyright date.